Event description:
A peripherally inserted central catheter (PICC) was placed for treatment in 2003. Post treatment, it was noted that the i.v. Nurse was unable to remove the catheter due to a thrombus forming on the outer wall. The catheter was removed surgically by a cut down method. No further pt complications have been reported in this event. This device has not been received for eval. Therefore, a failure analysis is not available. Without evaluating the device, it is not possible to determine if the device met its specs. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate place, access and maintenance procedures.